Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2023-01236) indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2023-01236) should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify or duplicate the reported issue. Additional: the device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would freeze and reboot itself. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue.

Event description:
The customer contacted stryker to report that their device would freeze and reboot itself. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.